Manufacturer narrative:
The field service engineer found an issue with the ise syringe seals. He replaced the ise and sample syringe seals, checked the ise block, replaced the ise pinch tubing, and flushed and cleaned the sample and reagent probes. He ran calibration, quality controls, and precision with results within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas 6000 c 501 module. The initial results were reported outside of the laboratory and were questioned by the doctors, which prompted the repeat testing. Patient 1 initial result was 123 mmol/l and the repeat result was 137 mmol/l. On (B)(6) 2022, patient 2 initial result was 115 mmol/l and the repeat result was 135 mmol/l. The repeat results were believed to be correct. The electrode lot number and expiration date were requested but were not provided.